Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not power on. Upon troubleshooting, fse inspected the system and customer authorized to remove a good part from the cath lab for repair. The fse removed the dc power supply from the m-rack in cvl1 and installed. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.